Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with multiple noise episodes from their right ventricular lead. These episodes resulted in noise reversion and an auto-polarity switch. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.